Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficult to position and the reported detachment were able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that manipulation/mishandling of the device and/or interaction with the universal flush catheter as an attempt was made to push down and further advance the guide wire resulted in the noted multiple bends on the entire length of the core and ultimately resulted in the reported detachment; thus resulting in the reported difficulty to position and the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the superficial femoral artery. A ht versacore guide wire was advanced through a universal flush catheter. An attempt to push down and further advance the guide wire to exchange the sheath was made; however, the wire did not advance. It is unknown if the resistance advancing the guide wire was with the anatomy or the universal flush catheter. The guide wire was removed without resistance, but it was noted that the tip separated. The universal flush catheter was removed and the tip of the guide wire was inside the universal flush catheter. The procedure was successfully completed with a new universal flush catheter and a new ht versacore guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.